Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy for noise. The device was explanted. The patient was recovering.

Manufacturer narrative:
The reported field event of noise leading to inappropriate high voltage shocks was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.